Event description:
Caller reported the tube's cuff would not hold air. A non-routine replacement of the tube was required.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
Pta: target lesion was iliac artery. There was no info provided about the vessel characteristics and the pt. The smart control, iliac 8x40 stent was removed from the package and was prepped according to IFU. There was nothing unusual noted about the stent delivery system prior to us. Access was made contralaterally. The sds was advanced past the lesion and then was withdrawn back into the lesion site. There was no difficulty encountered while advancing/tracking the sds towards or across the lesion. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed prior to deployment. The user confirms that the handle of the smart control sds was held flat and straight outside the pt and no excessive force was used during deployment. During deployment, the stent jumped forward when released, and did not cover the whole length of the lesion. Therefore, an add'l stent (larger size product) was placed. The target lesion was fully covered and the procedure was completed successfully. There was no adverse event and the pt is in stable condition.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.with the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.